Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr with a 26mm sapien 3 ultra resilia valve, during rapid ventricular pacing (rvp) the physician asked to initiate the rate to 140 beats per minute (bpm). The systolic pressure only decreased to around 70 mmhg and pulse pressure was about 30-40. The first operator inflated 26mm commander delivery system (ds) balloon with the valve on it and it shifted slightly more aortic at around 90:10. The second operator called for deflation of the ds balloon and stopped rvp very close to the same time. When rvp was stopped the ds balloon was still about 75 percent inflated and the next heartbeat pushed the valve and the ds into the ascending aorta and completely out of the annulus plane. The valve was pulled into the descending aorta at about the abdominal aorta where it is implanted. The valve appears stable and would not migrate from this position. A second 26mm sapien 3 ultra resilia valve was prepped and implanted successfully. The patient is in stable condition. The perceived root cause of the event was that the systolic and pulse pressure were not sufficiently low during rapid pacing. Also, the ds balloon was still partially inflated when pacing was stopped.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, \ procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate use error procedural factors (pressure were not sufficiently low during rapid pacing in combination with the ds balloon still partially inflated when rvp was stopped) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and reviewed and showed that the first valve (incident valve) was embolized and deployed in the ascending aorta. The complaint for thv embolized into aorta was confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. In this case, the systolic and pulse pressure were insufficient or low during rapid pacing as reported, and the pacing was stopped prior to balloon fully deflated, which could lead to loss of capture during rapid pacing and delivery system movement resulting in valve embolization. Per training manual, ''loss of capture during rapid pacing can cause sudden delivery system movement during deployment''. Make sure pressure stabilizes before balloon inflation. As such, available information suggests that procedural factors (loss of capture during rapid pacing) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.